Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus malaysia for evaluation. Olympus malaysia checked the subject device and duplicated the reported phenomenon. It was found the failure of the printed circuit board and no rotation of the turret unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus malaysia, omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration failure of the printed circuit board and the turret unit of the subject device due to long-term use passing more than 13 years since manufacturing the subject device. The front panel blinking of the subject device indicates the error detection. So it might have been occurred because the initial position could not be detected within a predetermined period due to a failure of the turret unit or the error occurred due to the printed circuit board failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was blinked when the subject device was turned on at the preparation for use. The user also reported that the subject device became normal after the switch was turned off and on. There was no patient injury associated with this report.